Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n414982, implanted: (B)(6) 2014, product type: accessory. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect. It was stated that the trial was extremely effective. The patient reportedly fell on (B)(6) 2014 and blackened her eye, broke her finger, and damaged her shoulder. The patient now feared that the catheter dislodged. It was also stated that the patient was more constipated now than when she was on oral medication. The pump was used to deliver bupivacaine and dilaudid. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.